Event description:
The report received from the affiliate indicated that during an angioplasty, the hemostatic valve of a 6f avanti sheath broke off. Consquently, the whole sheath had to be replaced before continuing the procedure. There was no pt injury reported.

Manufacturer narrative:
The product is available for eval and testing. However, the product has not been received as of to date. Add'l info has been requested and will be submitted within 30 days upon receipt.